Manufacturer narrative:
Contraindication: use of the mask is contraindicated for patients and their household members, caregivers, and bed partners that may be in close vicinity to patients using the masks, that have implanted devices that may be affected by magnets, including but not limited to: pacemakers; implantable cardioverter defibrillators (ICD); neurostimulators; magnetic metallic implants/electrodes/valves placed in upper limbs, torso, or higher (i.e. Neck and head); csf (cerebral spinal fluid) shunts (e.g., vp (ventriculo peritoneal) shunt); aneurysm clips; embolic coils; intracranial aneurysm intravascular flow disruption devices; metallic cranial plates, screws, burr hole covers, and bone substitute devices; metallic splinters in the eye; ocular implants (e.g., glaucoma implants, retinal implants); certain contact lenses with metal; implants to restore hearing or balance that have an implanted magnet (such as cochlear implants, implanted bone conduction hearing devices, and auditory brainstem implants); magnetic denture attachments; metallic gastrointestinal clips; metallic stents (e.g., aneurysm, coronary, tracheobronchial, biliary); implantable ports and pumps (e.g., insulin pumps); hypoglossal nerve stimulators; devices labeled as mr (magnetic resonance) unsafe; magnetic metallic implants not labeled for mr or not evaluated for safety in a magnetic field. H3 other text : patient no longer has this mask.

Event description:
The manufacturer became aware of a user of a dreamwear full face mask who laid her mask on her chest. The mask caused an alarm with her heart pacemaker-defibrillator. Her doctor was notified and told her to keep the mask away from her chest. No issues were reported by the doctor regarding the function of the device. No product will be returning for investigation. The user no longer has this mask and is not currently using a mask with magnets. The manufacturer will continue to monitor complaints for similar issues. The manufacturer is submitting this report as an initial- final at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.